Manufacturer narrative:
(B)(4). Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. X-ray examination was performed. The header wires were verified to be intact. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case.

Event description:
Boston scientific received information that during a right atrial (ra) lead revision it was observed that this implantable cardioverter defibrillator (ICD) header was loose and not fully connected. Therefore, this product was explanted and replaced. No adverse patient effects were reported. This product was listed on the subpectoral implant advisory. It was reported that this product had been implanted below the fascia.